Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (3000 mg/ml at 300 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient went in for a refill on (B)(6) 2019 and the healthcare provider saw that eri (elective replacement indicator) had occurred on (B)(6) 2019. Consent was obtained and they scheduled the patient for a pump replacement on (B)(6) 2019. On (B)(6) 2019, the patient heard a beep from the pump and called the pump managing physician. The patient had an appointment already scheduled for (B)(6) 2019 with their primary physician to obtain medical clearance for surgery. She went to her primary physician. She was feeling different/possibly altered mental status and it was reported that she was obtunded. At some point, the patient was given 40 mg of oral baclofen and she was taken by ambulance to the emergency department and then taken to surgery for a new pump. For subsequent events, see manufacturer¿s report number 3004209178-2019-20796.